Manufacturer narrative:
Two contact lenses were returned for evaluation. It is unk which lens was worn at the time of event. One lens was found to be within specification. The other was out of specification for sphere power and center thickness, and had a piece of material on the lens surface. It was noted that the patient sleeps in the lenses, although the lenses are daily wear lenses and are not indicated for overnight wear.

Event description:
A patient reports that a contact lens scratched her right eye. Subsequently, medical documentation received. Event began 2 days prior to emergency room visit, when patient put contact lens in right eye and had immediate irritation that worsened within 1 hour and became painful. Patient was seen in the emergency room with a diagnosis of iritis with corneal abrasion od. Pain managed with tylenol with codeine. Patient was seen by an ophthalmologist who documents patient sleeps in contact lenses - not extended wear lenses. Patient with complaints of pain, redness, photophobia, od x2 days. Diagnosed corneal abrasion. Prescribed vigamox. Four days later, follow-up visit documents patient "doing better" and a diagnosis of "corneal abrasion healed."